Event description:
It was reported during a thoracotomy an ez35w was fired for the third time and it began to make a loud cracking sound. The surgeon was only able to fire the device halfway. There had been no problems with the first or second firing of the device. The surgeon clamped the vessel and used a second device without incident. There was no consequence to the pt. Both devices are being returned for analysis due to the nurse not knowing which device had the difficulty at the end of the case.